Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the nurse requested technical assistance after observing an issue with the ventilator. Upon arrival, the technician noted that the ventilator was not ventilating the patient and was displaying the blue start-up screen. While staff prepared for manual ventilation, the ventilator automatically restarted and resumed ventilation. During this period, the patient¿s oxygen saturation decreased to 82% and promptly recovered to 100% once ventilation resumed. The patient experienced no harm and was placed on another ventilator. Device log review confirmed a momentary cpu reset, with ventilation recovery occurring within 16 seconds.